Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit not charging when plugged in. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse duplicated power issue discovered unit power supply contaminated with saline, replaced the cart bulk power supply (d014-00-0258) and performed full passing operational checkout . Unit passes all functional checks and is ready for patient use.

Event description:
N/a.